Event description:
Upon investigation (B) (6) 2010, manufacturer's domestic evaluations lab found lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. Product was returned, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.